Event description:
Patient undergoing right endaural approach for a small fenestra stapedectomy. Operating room staff opened box for stapes prosthesis and it was discovered that the wrong prosthesis had been packaged. Surgeon was unable to implant the desired prosthesis. Surgeon ended up using undesired prosthesis, because additional boxes of desired prosthesis on back order.